Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the posterior portion of the foot was broken off and was not returned. The plunger, cuffs, link and needle tip were also not returned with the device which limited the scope of the investigation. The needle trajectory of every device is checked twice during manufacturing. Based on the condition of the returned device, the most probable root cause for the posterior foot break is related to the operational context in the use of the device. Patient anatomical conditions such as obesity and calcification can interfere with needle deployment, causing the needle to deflect and strike the foot, breaking it. Calcification or other body material trapped under the foot during deployment can interfere and may break the foot. And also, failure to maintain a stable position of the device with respect to the tissue tract during deployment can put pressure on the foot causing it to break. The cause for the reported cuff miss event could not be determined. Per instructions for use (IFU), under the device placement: perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. No manufacturing or quality issue was detected. A review of the device history record did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, a cuff miss occurred and another proglide was used successfully to achieve hemostasis. There was no adverse patient effect reported. A femoral angiogram was not taken prior to the procedure. Though requested, no additional information was provided.